Event description:
While using the pi drill with the #7 straight adaptor piece, the surgeon/fellow said the drill was getting hot in her hand while drilling. I retrieved and gave a new sterile pi drill to the sterile field. The scrub tech removed the hot drill and set up the new pi drill for use. The surgeon began using the new drill without complications. It was not hot after 10 min of use. There was no harm to the patient and no delay in our procedure.